Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/use error: observed an opening assessed as surgical damage, observed a broken device assessed as surgical damage and observed missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Healthcare professional later reported "any creases associated with hole" and "ruptured in procedure" via rga form. Rupture of saline device is not device related and not reportable. Device has been explanted.

Event description:
Healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "any creases associated with hole" and "ruptured in procedure" via rga form. Rupture of saline device is not device related and not reportable. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "any creases associated with hole" and "ruptured in procedure" via rga form. Rupture of saline device is not device related and not reportable. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ deflation/ use error: no observed. No further actions are required since no issue in the manufacturing of the device is observed.